Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified mid obtuse marginal artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during introduction, the shaft got kinked and fractured in the distal hypotube. Subsequently, another balloon was advanced in the guide to pull the balloon out. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 88.2cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified mid obtuse marginal artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during introduction, the shaft got kinked and fractured in the distal hypotube. Subsequently, another balloon was advanced in the guide to pull the balloon out. The procedure was completed with a different device and no patient complications were reported.